Event description:
It was reported that air bubbles were observed in the patient line of an automated peritoneal dialysis set with cassette. This was observed during troubleshooting for an unrelated alarm which occurred during the third dwell cycle of peritoneal dialysis therapy. The patient care giver stated the patient would start therapy over with new supplies. There was no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.